Manufacturer narrative:
Device evaluated by manufacturer: upon receipt of the returned device, both the distal filter hypotube and proximal sheath were bent, and guidewire was stuck inside the device. It was also noticed that a small portion of the proximal filter was extended, however distal filter was not. Distal filter slider (#3) could not be manipulated due to the damage found in the distal filter hypotube, nonetheless both the front handle flush port and the rear handle flush port were able to flush as expected. Proximal filter slider (#1) could neither retract nor extend the proximal filter. No problems were found with the articulation knob (proper device articulation), and no innermember detachment or buckling was detected.

Event description:
Reportable based on returned device analysis completed 26 sept 2019. The sentinel cerebral protection system was returned with no reported allegation. Upon analysis, the proximal filter could not be re-captured.